Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a questionable result for 1 patient tested for elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer. The patient originally had a positive urine pregnancy test that was ordered from the emergency room (ER). The ER then ordered hcgstat testing for the patient. The initial hcgstat result was 1.22 miu/ml with a data alarm. The initial result was released outside of the laboratory, but was questioned by the ER due to the positive urine pregnancy test. The same primary tube was retested with a hcgstat result of 40.44 miu/ml with a data alarm. The same primary tube was retested again with a hcgstat result of 40.88 with a data alarm. There was no adverse event. The hcgstat reagent lot was 189123 with an expiration date of 28-feb-2018. All qc results were acceptable. The customer does not use rack adapters. There were no relevant suspect alarms. The humidity in the the lab was 39%. The last liquid flow cleaning was done on (B)(6) 2018 and the last measuring cell was installed on (B)(6) 2016. The field engineering specialist found that the rack sampling position was misaligned. He adjusted the sampling position. He also found that the mixer speed was high. He adjusted the mixer speed. The field engineering specialist performed assay performance testing. The customer ran qc testing with acceptable results.